Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps in abdomen") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". The patient's past medical history included cesarean section (2) and recurrent abortion. Concurrent conditions included obesity and multiparous. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding -vaginal"), menorrhagia ("abnormal bleeding -menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia-painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("chronic back pain, intermittent"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea and back pain had resolved and the genital haemorrhage, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be one coil on the left side, there were noted to 5 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Most recent follow-up information incorporated above includes: on 4-may-2018: pfs received:events" abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, migraines, headaches,nausea, dysmenorrhea (cramping), dyspareunia, pain, vaginal discharge, fatigue, weight gain. She was not undergo essure confirmation test", lot number, insertion details, concomitant drug, plaintiff information were added from pfs. Concomitant condition were added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps in abdomen") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". The patient's past medical history included cesarean section (2) and recurrent abortion. Concurrent conditions included obesity and multiparous. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding -vaginal"), menorrhagia ("abnormal bleeding -menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia-painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("chronic back pain, intermittent"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea and back pain had resolved and the genital haemorrhage, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be one coil on the left side, there were noted to 5 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.